Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the submitted log files. On (B)(6) 2025 the log file captured low voltage advisory alarms which escalated to low voltage hazard alarms while connected to 14v batteries due to the batteries depleting to a voltage below the alarm thresholds. The alarms escalated to no external power alarms when the batteries fully depleted. The batteries were in use for approximately 13 hours prior to the low voltage advisory alarms activating. The backup battery supported the system for approximately 2 hours before fully depleting, resulting in the pump stopping and the controller powering off shortly after. The controller briefly powered back on when the white power cable was connected to external power. At this time the controller clock was reset, and a controller clock corrupt alarm was active due to the full battery depletion. Three seconds later, the white power cable was disconnected from external power, and the controller reset due to the backup battery not being able to provide sufficient voltage. After the white power cable was securely reconnected to external power, the pump ramped up to the set speed without any issues. Multiple attempts were made to obtain additional information regarding any associated adverse patient impact, if there were any products exchanged, and if any product will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. The root cause of the no external power alarm was determined to be due to full depletion of the 14v batteries and controller backup battery. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. An are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory, low voltage hazard, no external power, and controller clock corrupt alarms. Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section also advises the user to ensure when changing power sources to always have at least one power cable connected to external power at a time. This section advises the user to not sleep on 14v li-ion batteries. Section 2 of the IFU, entitled ¿system operations¿, explains the operation of the controller backup battery. This section informs the user the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a complete loss of external power was recorded in the log files. The patient was hooked up to the system monitor and it showed clock not set. History showed no external power and pump off within a couple seconds resetting the system controller date and time. The patient denied any controller change or modular cable disconnection. The event log file data indicates that a low power advisory alarm flag was raised at 07sep2025 at 1:44:00. Technical services stated that the event was associated with the patient running on depleted batteries. On 07sep2025 at 4:02:06, a low power hazard alarm flag was raised. On 07sep2025 at 4:19:17, a no external power alarm flag was raised. The backup battery (bb) was used at this time to support the system. The bb continued to support pump operation until 07sep2025 at 6:21:32. The bb was completely depleted sometime after 07sep2025 at 6:22:50. A complete loss of power occurred at this time. The pump operation would have ceased. Mobile power unit (mpu) power was restored at an unknown time. A system clock reset event occurred. Pump operation resumed at this time. Technical services was unable to determine how long the pump was off based on recorded data. The periodic log file data indicated that, prior to the events noted above, fully charged batteries were connected to the system within 60 minutes of 06sep2025 at 7:09:54. There did not appear to be any power source changes between this time and the time of the complete loss of power event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.